Event description:
Reporter alleged obtaining a discrepant blood glucose value of 247 mg/dl on her advantage system compared to the doctor's measurement of 89 mg/dl when testing was performed within 8 minutes. Reporter stated she had recently received a higher result on the system and made an appointment with the doctor to check her glucose levels. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.